Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of total parental nutrition (tpn) and the delivery was started. No specific programming parameters were provided. It was reported the homecare pt was not able to tolerate oral intake and there were no issues with the blood glucose levels; however, the pt had lost approximately 1 pound during a 2 week period. After an unspecified length of time, the pt's mother reported the device alarmed for air in line. At that time, the mother noted small champagne bubbles in the tubing set. It was reported the pt's mother cleared the bubbles from the tubing set and the device alarm. After an unspecified length of time, the device alarmed multiple times for air in line. At that time, the mother reported the delivery was stopped and the device was powered off. The device was removed from clinical use. Therapy was resumed the following day using a replacement device. The customer contact reported that the pt's mother was instructed to remove the tpn container from refrigeration a couple of hours prior to starting the delivery. It was reported that this alleviated the air in line alarms. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact reported that the device passed testing at the user facility. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.